Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm at infusion site on 05-jul-2024. Patient reported that the blockage was in the tubing. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via mdi. Patient changed supplies as necessary and resumed insulin therapy no further information was available.